Manufacturer narrative:
(B)(4). On an unreported date, the peritoneal dialysis (pd) therapy was discontinued and patient¿s pd catheter was removed. On an unreported date, the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with fortum, (inj) injection [1gm, once daily (od)] intraperitoneally (ip) and vancomycin, inj [1gm, once in 5 days] ip. At the time of this report, the patient remained hospitalized and the outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.